Event description:
Information received indicated that during an electrical safety test the ground resistance reading was open.

Manufacturer narrative:
The hill-rom technician examined the power cord and found a loose ground pin. He replaced the power cord and the bed functioned to design specifications.